Event description:
It was reported that the customer could not get a good seal between the metal luer and the tubing. According to the customer, they could not hear and feel air escaping. The iab was exchanged. There were no associated pt complications.

Event description:
It was reported that the customer could not get a good seal between the metal luer and the tubing. According to the customer, they could hear and feel air escaping. The iab was exchanged. There were no associated patient complication.